Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the distal portion of the lead was returned, analyzed and the outer insulation was breached (clavicle-rib crush). It was noted that the proximal conductor was stretched, there was blood/body fluid on all conductors (not obstructed), the inner insulation was kinked/buckled, the outer insulation was kinked/buckled, the outer insulation was melted, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and the lead was stretched.

Event description:
It was reported that the right atrial lead had high thresholds. The lead was removed and replaced. No patient complications have been reported as a result of this event.